Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure to receive a permanent scs system on (B)(6) 2013. It was reported a dural tear occurred which resulted in a cerebrospinal fluid leak during the procedure. The patient complained of a headache postoperatively. Follow-up indicated the patient has some positional headaches, but they are subsiding.